Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. A 2.5x12mm promus premier stent was advanced through a non bsc guide catheter and the promus premier stent became stuck. The stent was pulled out of the catheter and it was noted that the proximal stent struts were flared. The non bsc guide catheter was removed and replaced with another guide catheter and the procedure was completed using a different 2.5x16mm stent. No patient complications were reported.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. A 2.5x12mm promus premier stent was advanced through a non bsc guide catheter and the promus premier stent became stuck. The stent was pulled out of the catheter and it was noted that the proximal stent struts were flared. The non bsc guide catheter was removed and replaced with another guide catheter and the procedure was completed using a different 2.5x16mm stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found that the stent was damaged at the proximal end. Struts on the two most proximal rows were lifted and pushed/ pulled distally. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. A guidewire remained inserted and could not be removed possibly due to solidified blood. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).